Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. On the same day as implantation, placement signal not reliable alarm occurred, unable to be resolved. Patient remained on support. 7 days later, therapy was terminated due missing heart recovery and poor prognosis. Patient expired. The pump was not returned. Data logs were not recovered. The cause of the placement signal issue was not determined since product and data logs were not returned and due to lack of clinical details. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
EU complainant reported the patient was on impella rp support and during support, there were ¿placement signal not reliable¿ alarms. Therapy was terminated due to missing heart recovery. Due to poor prognosis the therapy was not further escalated. Care was withdrawn and the patient expired.